Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: approximately 3.5 years after the procedure. Device issue: none. It was reported via a trial that on (B)(6) 2006 the patient underwent stenting in the predilated ramus artery with one xience v stent. On (B)(6) 2007, the patient was found to have 100% in-stent restenosis of the target lesion that was revascularized percutaneously with a non-abbott stent. On (B)(6) 2010, a diagnostic angiogram was performed for the patient's accelerating angina over a period of a few months. To preserve the patient's kidney function, the patient underwent revascularization (B)(6) 2010 in the target lesion and in a non-target vessel with percutaneous intervention. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.

Manufacturer narrative:
Internal file number - (B)(4). There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.